Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 7atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported.